Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient presented to the emergency room due to syncope. Review showed no episodes stored at the time of syncope. Device diagnostics were within normal range. No additional adverse patient effects were reported. This implantable cardioverter defibrillator (ICD) remains in service.